Event description:
Patient with history of traumatic brain injury due to a collision with a train. She developed posttraumatic hydrocephalus, for which a ventriculoperitoneal shunt was placed at an outside hospital. A head CT has demonstrated ventricular size. There is concern that her compliance was too low, and that the current strata valve was in fact providing too much resistance even at its lowest setting. Therefore, we have decided to externalize her drain to evaluate her pressures and see if any additional csf diversion can improve her mental status.what was the original intended procedure?ventriculoperitoneal shunt for hydrocephalus.device #1is this a laboratory device or laboratory test?no.